Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 5 bd vacutainer® cpt¿ nc: 1.0 ml ficoll¿: 2.0 ml experienced poor barrier separation and erroneous results noted during use. No date/time or patient information was given. The following information was provided by the initial reporter: recorded unusual clumps in pelleted cells in cpt tubes. Wash solution appeared cloudy post-centrifugation. Smaller clumps had collected on the side of the tube.